Manufacturer narrative:
B3: the event date was estimated. E1: reporter phone number was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The left ventricular assist device (lvad) worked as expected. The outcome was not device or therapy related. An autopsy was not performed, and the pump was not explanted. Further information was requested from the customer regarding the event, but no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. During follow-up with the clinic, the clinician updated the patient outcome, and the cause of the outcome was not provided.